Event description:
Event description cpi received information that an invasive procedure was performed on the patient of this bipolar lead due to loss of sensing and capture. Examination revealed fluid inside the insulation.